Event description:
(B)(6) called in and stated that the mariner wheelchair covering on the seat is cracked and (B)(6) cannot keep the inside of the chair dry. This is inconvenient. Also stated that the lock on the wheels which is a rubber seal is missing which means the locks on the chair are not locking.